Manufacturer narrative:
(B)(4). The product analysis indicates that the device failed the polarity test, the stim board was replaced due to a shorted component, and all necessary components were installed. The device was tested and passed manufacturing specifications. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
The nim eclipse controller was returned for evaluation/preventive maintenance. There was no allegation of malfunction or deficiency and no reported injury as a result of this event. However, the service report indicates that the stim board was replaced due to a shorted component.